Event description:
It was reported that during a preoperative device check, the battery measured 2.79 volts. One week later, the device was not able to be interrogated and there was some discussion about possible rapid battery depletion. No further information could be obtained through follow-up. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.